Event description:
Boston scientific received information that this lead was explanted due to an infection. Dr. (B)(6), australia implant date (B)(6) 2002. Explant date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).